Event description:
Patient reported "Capsular Contracture, Baker Grade Unknown". This record is for the left side. Device remains implanted.

Manufacturer narrative:
A review of the Device History Record has been completed. No deviations or non-conformances noted.The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist Allergan in determining a probable cause for this event.Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.Reason for reoperation: Capsular contracture, Baker grade unknown.